Manufacturer narrative:
Device evaluation summary: during evaluation of electrode belt sn (B)(4) for a patient death, a reportable device malfunction was found. Upon investigation, the electrode belt failed incoming functionality testing, specifically a te recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt. The device was not active at the time of death. There is no allegation against the electrode belt. There is no indication that the electrode belt malfunction caused or contributed to the patient death, as the device was not active at the time of patient death.

Event description:
During evaluation of electrode belt sn (B)(4) for a patient death, an unrelated reportable device malfunction was found. Upon investigation, the electrode belt failed incoming testing. The device was not active at the time of death. There is no allegation against the electrode belt. There is no indication that the electrode belt malfunction caused or contributed to the patient death, as the device was not active at the time of death.